Event description:
During an endomyocardial biopsy procedure, a piece of the sheath detached requiring surgery for removal. The sheath was inserted in the right ventricle and an endomyocardial biopsy was performed using the sheath without difficulty. After this, a 0.035 j wire was placed in the sheath, the sheath was pulled down to the iliac vein and then the femoral vein. At the groin, tension was noted on the sheath. The sheath was removed with a moderate amount of force. The distal 6mm of the sheath, broke off as the sheath and wire were removed. It was unclear whether the detached portion of the sheath was intravascular or embedded in the subcutaneous tissue. A cutdown procedure was performed with manipulation of the femoral vessel and the sheath tip embolized to the distal segment left upper lung lobe. It was decided to leave the sheath tip in place rather than remove it. There have been no issues or complications for the patient.

Event description:
During an endomyocardial biopsy procedure, a piece of the sheath detached requiring surgery for removal. The sheath was inserted in the right ventricle and an endomyocardial biopsy was performed using the sheath without difficulty. After this, a 0.035 j wire was placed in the sheath, the sheath was pulled down to the iliac vein and then the femoral vein. At the groin, tension was noted on the sheath. The sheath was removed with a moderate amount of force. The distal 6mm of the sheath, broke off as the sheath and wire were removed. It was unclear whether the detached portion of the sheath was intravascular or embedded in the subcutaneous tissue. A cutdown procedure was performed with manipulation of the femoral vessel and the sheath tip embolized to the left upper lung lobe.

Manufacturer narrative:
One 7f fast-cath introducer sheath and dilator were received for evaluation. The distal end of the sheath was fractured and detached. The distal portion of the sheath was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported removal difficulty could not be conclusively determined due to the returned condition of the device. The sheath damage is consistent with damage during use.